Event description:
The internal battery failed and the ventilator shut down with almost no warning. The ventilator beeped twice and within approx 10 to 15 seconds it shut down. At 45 mins prior to shut down, the battery was reading 95% charged. The battery was installed july of 2005. Please note that there was no death or no severe injury involved in the incident.